Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband called in to report high blood glucose levels and wanted to test the device. The customer's blood glucose level was 400 mg/dl. The customer treated with a bolus from the insulin pump. The caller declined to do most troubleshooting. The caller performed the high pressure test and it passed. The customer was advised to change their entire set, reservoir, and insulin and treat per their doctor's instructions. Nothing was replaced or returned.